Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The information received stated that the tubing was of rüsch brand which we do not supply or recommend for use with the ventilator. There was no ventilator malfunction. The involved tubing has not been investigated.

Event description:
It was reported that the connection between the ventilator and patient tubing was leaking. There was no patient harm. Manufacturer's ref #: (B)(4).